Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, false ams episodes were recorded due to far-field r-wave sensing on the ventricular channel. The device did not correctly detect the patients vt episode due to the rate being lower than the device discriminators, therefore, external defibrillation was applied to terminate the arrhythmia. Device reprogramming was recommended to avoid future events. The patient was in stable condition.